Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, she has been experiencing high blood glucose in the 300 mg/dl range for two days. Current blood glucose dropped to 60 mg/dl only because, she treated with manual injection. Customer stated she has been dealing with the insulin pump and has troubleshooted several times but her and her doctor feel the device is not functioning properly. Customer declined to troubleshoot and just wanted the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.